Event description:
Event description boston scientific, crm received information that this implantable cardioverter defibrillator (ICD) device was undersensing ventricular tachycardia (vt) episodes. The device was programmed to 3 zones, and in vt-1 zone the patient received anti-tachycardia pacing. Following this atp, the device then undersensed a vt event that was not converted with the atp therapy. Rate smoothing was confirmed to be programmed at 9%, and the atrio-ventricular delay (avd) was 260/120 ms. No adverse patient effects were reported.